Event description:
Related manufacturer reference number: (B)(6). It was reported that a patient presented in-clinic with noise noted on both the right ventricular and right atrial lead. No intervention or adverse patient consequences were reported.